Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was admitted with acute respiratory distress. The patient was intubated and non-responsive, and the family decided to withdraw care.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device, because it was not explanted from the patient. The patient expired in 2009. The exact cause of the reported event could not be determined due to the pump not being returned for evaluation. No further information is available. The manufacturer is closing its file on this event.